Manufacturer narrative:
E.1. Initial reporter facility: (B)(6). A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 17-dec-2025 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device of this incident, it was determined that the drawers had failed and unrecoverable. A field service engineer (fse) checked the station and identified that the biometric identifier (bio ID) required maintenance at login. Diagnostics were run and completed successfully. The fse then updated the bio ID drivers, rebooted the station, and verified that the bio ID functioned correctly after testing. The system functioned as intended after field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, the bio ID fingerprint feature was not functioning during login. Customer attempted troubleshoot with reboot but issue still persisted. There were no delay or adverse events or injuries reported based on this event.